Event description:
A customer reported an error with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process, which resolved the issue as the error did not reoccur. The customer was able to successfully start their sensor session afterward.